Event description:
It was reported that the patient was admitted after they experienced pleural effusion. A pleural effusion drain was placed, and the patient was discharged when the drainage decreased. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: 694765 lead implanted: (B)(6) 2011. 5076-52 lead implanted (B)(6) 2011. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced pleural effusion; a pleural effusion drain was placed, and the patient was discharged when the drainage decreased. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, pleural effusion is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.